Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 1 year and 10 months post implantation of a 23mm sapien valve, the patient presented with severe aortic stenosis with a mean gradient of 80mmhg. A 23mm sapien 3 valve was implanted with good results. The patient was in stable condition and was transferred for post management care.

Manufacturer narrative:
The patient was admitted and presented with problems during hemodialysis (hd) in regards to weakness and shortness of breath. A echo (tee) revealed high gradients across the aortic valve. In addition, the tavr was well seated in the aortic position, and there was minimal excursion of the valve leaflets noted with a mean aortic valve gradient of 45mmhg and vmax greater than 4.2 m/s. The findings are consistent with severe aortic stenosis. There was no significant paravalvular leak (pvl) or central regurgitation. A CT was performed and revealed a placed bioprosthesis aortic valve that has moderate to severe cusp calcification. There was no thrombus or pannus formation identified. A second 23mm sapien 3 valve was deployed and well seated. A post-operative echo (tte) showed no aortic insufficiency or paravalvular leak and good function. The mean gradient was less than 10mmhg post procedure by echo (tte). A one day post procedure echo revealed a 23mm valve in valve in place with trace pvl, peak gradient 34mmhg, mean gradient 14mmhg and calculated valve area 1.5cm2. The patient was discharged 10 days post procedure. In addition, a previous echo done at 1 year and 1 month post tavr had revealed a sapien 3 valve well seated with trace pvl, peak gradient 49mmhg, mean gradient 23mmhg with an aortic valve area of 1.2cm2. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. The valve will not be returned as it remains in the patient. In this case the cause of aortic stenosis is unknown; however, it could be related to the patient¿s significant co-morbidities (esrd in hd, hypertension) and the progression of the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.